Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / moderate to severe right-sided pelvic pain / the pain was debilitating") and genital haemorrhage ("heavy bleeding / bleeding since the essure procedure / daily bleeding that had increased in the past several weeks") in a 39-year-old female patient who had essure (batch no. C06471) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia on 5-aug-2014. Plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, 30 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / persistent right-sided cramping"). On (B)(6) 2015, the patient experienced device expulsion ("the right device was possibly extruded or displaced / the right essure device was not found on hsg exam"). On an unknown date, the patient experienced vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("lumbago"), abdominal distension ("bloating"), teeth brittle ("brittle teeth"), headache ("headaches"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia / heavy menstrual bleeding") and dysmenorrhoea ("painful menstrual bleeding"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vomiting, migraine, fatigue, asthenia, rash, anxiety, trichorrhexis, toothache, arthralgia, abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, chest pain, back pain, abdominal distension, teeth brittle, headache, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, teeth brittle, toothache, trichorrhexis and vomiting to be related to essure. The reporter commented: she had no problem with going about her daily life before essure, and also stated that her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Plaintiff complained of pelvic pain and cramping, which was five out of ten in severity. She further stated her pain was escalating and was severely interfering with her daily life. Plaintiff was prescribed with medication in attempt to alleviate her symptoms, but the relief was only temporary. On or about (B)(6) 2015 she was examined and her doctor recommended a hysteroscopy, and advised her that the "lost coil" was not likely the cause of her pain. It was also reported that on (B)(6) 2016 only left essure device was removed, since the right essure was not found. Since the removal of the device, her symptomatology has largely resolved, however she continues to seek treatment for pelvic and joint pain and brittle teeth. Diagnostic results: on (B)(6) 2014 she underwent a ultrasound to evaluate her symptoms, and it revealed the correct location of both essure coils. On (B)(6) 2015 hysterosalpingogram revealed bilateral fallopian tube occlusion, but only the coil in the left tube was located. The right fallopian tube implant was not visualized and may be extruded or displaced. On (B)(6) 2015, a pelvic MRI yielded the impression of a well-aligned left-sided essure device, but no definitive right-sided device. She also underwent a hysteroscopy, a CT scan of her abdomen and pelvis and a pelvic ultrasound, and each examination failed to locate the right essure coil and was otherwise normal. Most recent follow-up information incorporated above includes: on 14-jun-2018: patient¿s information and lab tests were updated, removal date of essure was provided and the treatment drug ibuprofen was added. Furthermore the events ¿bleeding genital¿, ¿chest pain¿, ¿lumbago¿, ¿bloating¿, ¿brittle teeth¿, ¿headache¿, ¿painful intercourse¿, ¿bleeding menstrual heavy¿ and ¿pain menstrual¿ were added, and the event ¿the right device was possibly extruded or displaced¿ was updated to ¿the right device was possibly extruded or displaced / the right essure device was not found on hsg exam)¿ and recoded to device expulsion. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / moderate to severe right-sided pelvic pain / the pain was debilitating/worsening of pain') in a 39-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2014. Plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding / bleeding since the essure procedure / daily bleeding that had increased in the past several weeks/worsening of abnormal bleeding"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / persistent right-sided cramping"), 30 days after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion ("the right device was possibly extruded or displaced / the right essure device was not found on hsg exam/migration"). On an unknown date, the patient experienced vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("lumbago"), abdominal distension ("bloating"), teeth brittle ("brittle teeth"), headache ("headaches"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia / heavy menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vomiting, migraine, fatigue, asthenia, rash, anxiety, trichorrhexis, toothache, arthralgia, abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, chest pain, back pain, abdominal distension, teeth brittle, headache, dyspareunia, menorrhagia, dysmenorrhoea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, teeth brittle, toothache, trichorrhexis and vomiting to be related to essure. The reporter commented: she had no problem with going about her daily life before essure, and also stated that her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Plaintiff complained of pelvic pain and cramping, which was five out of ten in severity. She further stated her pain was escalating and was severely interfering with her daily life. Plaintiff was prescribed with medication in attempt to alleviate her symptoms, but the relief was only temporary. On or about (B)(6) 2015 she was examined and her doctor recommended a hysteroscopy, and advised her that the "lost coil" was not likely the cause of her pain. It was also reported that on (B)(6) 2016 only left essure device was removed, since the right essure was not found. Since the removal of the device, her symptomatology has largely resolved, however she continues to seek treatment for pelvic and joint pain and brittle teeth. Per pif: her left device was removed, but her right device was "lost." She is not certain if it has migrated out of the body or was still in her body. Diagnostic results: on (B)(6) 2014 she underwent a ultrasound to evaluate her symptoms, and it revealed the correct location of both essure coils. On (B)(6) 2015 hysterosalpingogram revealed bilateral fallopian tube occlusion, but only the coil in the left tube was located. The right fallopian tube implant was not visualized and may be extruded or displaced. On (B)(6) 2015, a pelvic MRI yielded the impression of a well-aligned left-sided essure device, but no definitive right-sided device. She also underwent a hysteroscopy, a CT scan of her abdomen and pelvis and a pelvic ultrasound, and each examination failed to locate the right essure coil and was otherwise normal. Batch no c06471 production date 2013-12-19 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / moderate to severe right-sided pelvic pain / the pain was debilitating") and genital haemorrhage ("heavy bleeding / bleeding since the essure procedure / daily bleeding that had increased in the past several weeks") in a 39-year-old female patient who had essure (batch no. C06471) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia on (B)(6) 2014. Plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, 30 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / persistent right-sided cramping"). On (B)(6) 2015, the patient experienced device expulsion ("the right device was possibly extruded or displaced / the right essure device was not found on hsg exam"). On an unknown date, the patient experienced vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("lumbago"), abdominal distension ("bloating"), teeth brittle ("brittle teeth"), headache ("headaches"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia / heavy menstrual bleeding") and dysmenorrhoea ("painful menstrual bleeding"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vomiting, migraine, fatigue, asthenia, rash, anxiety, trichorrhexis, toothache, arthralgia, abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, chest pain, back pain, abdominal distension, teeth brittle, headache, dyspareunia, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, teeth brittle, toothache, trichorrhexis and vomiting to be related to essure. The reporter commented: she had no problem with going about her daily life before essure, and also stated that her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Plaintiff complained of pelvic pain and cramping, which was five out of ten in severity. She further stated her pain was escalating and was severely interfering with her daily life. Plaintiff was prescribed with medication in attempt to alleviate her symptoms, but the relief was only temporary. On or about (B)(6) 2015 she was examined and her doctor recommended a hysteroscopy, and advised her that the "lost coil" was not likely the cause of her pain. It was also reported that on (B)(6) 2016 only left essure device was removed, since the right essure was not found. Since the removal of the device, her symptomatology has largely resolved, however she continues to seek treatment for pelvic and joint pain and brittle teeth. Diagnostic results: on (B)(6) 2014 she underwent a ultrasound to evaluate her symptoms, and it revealed the correct location of both essure coils. On (B)(6) 2015 hysterosalpingogram revealed bilateral fallopian tube occlusion, but only the coil in the left tube was located. The right fallopian tube implant was not visualized and may be extruded or displaced. On (B)(6) 2015, a pelvic MRI yielded the impression of a well-aligned left-sided essure device, but no definitive right-sided device. She also underwent a hysteroscopy, a CT scan of her abdomen and pelvis and a pelvic ultrasound, and each examination failed to locate the right essure coil and was otherwise normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / moderate to severe right-sided pelvic pain / the pain was debilitating/worsening of pain') in a 39-year-old female patient who had essure (batch no. C06471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2014. Plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("heavy bleeding / bleeding since the essure procedure / daily bleeding that had increased in the past several weeks/worsening of abnormal bleeding"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping / persistent right-sided cramping"), 30 days after insertion of essure. On (B)(6) 2015, the patient experienced device expulsion ("the right device was possibly extruded or displaced / the right essure device was not found on hsg exam/migration"). On an unknown date, the patient experienced vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), back pain ("lumbago"), abdominal distension ("bloating"), teeth brittle ("brittle teeth"), headache ("headaches"), dyspareunia ("painful intercourse"), menorrhagia ("menorrhagia / heavy menstrual bleeding"), dysmenorrhoea ("painful menstrual bleeding"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with ibuprofen and surgery (total abdominal hysterectomy with bilateral salpingectomy and removal of essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, vomiting, migraine, fatigue, asthenia, rash, anxiety, trichorrhexis, toothache, arthralgia, abdominal pain lower and abdominal pain had resolved and the genital haemorrhage, chest pain, back pain, abdominal distension, teeth brittle, headache, dyspareunia, menorrhagia, dysmenorrhoea, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, chest pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, teeth brittle, toothache, trichorrhexis and vomiting to be related to essure. The reporter commented: she had no problem with going about her daily life before essure, and also stated that her menstrual periods were not nearly as heavy nor did they last as long and she had no problem with going about her daily life. Plaintiff complained of pelvic pain and cramping, which was five out of ten in severity. She further stated her pain was escalating and was severely interfering with her daily life. Plaintiff was prescribed with medication in attempt to alleviate her symptoms, but the relief was only temporary. On or about (B)(6) 2015 she was examined and her doctor recommended a hysteroscopy, and advised her that the "lost coil" was not likely the cause of her pain. It was also reported that on (B)(6) 2016 only left essure device was removed, since the right essure was not found. Since the removal of the device, her symptomatology has largely resolved, however she continues to seek treatment for pelvic and joint pain and brittle teeth. Per pif: her left device was removed, but her right device was "lost." She is not certain if it has migrated out of the body or was still in her body diagnostic results: on (B)(6) 2014 she underwent a ultrasound to evaluate her symptoms, and it revealed the correct location of both essure coils. On (B)(6) 2015 hysterosalpingogram revealed bilateral fallopian tube occlusion, but only the coil in the left tube was located. The right fallopian tube implant was not visualized and may be extruded or displaced. On (B)(6) 2015, a pelvic MRI yielded the impression of a well-aligned left-sided essure device, but no definitive right-sided device. She also underwent a hysteroscopy, a CT scan of her abdomen and pelvis and a pelvic ultrasound, and each examination failed to locate the right essure coil and was otherwise normal. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "auto-immune or hypersensitivity symptoms" was added. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. Essure indication was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("the right device was possibly extruded or displaced") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff¿s menstrual periods were not as heavy nor did they last as long. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months 3 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), vomiting ("vomiting"), migraine ("migraines"), fatigue ("fatigue"), asthenia ("weakness"), rash ("skin rashes"), anxiety ("anxiety"), trichorrhexis ("brittle hair"), toothache ("tooth pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and removal of essure devices). Essure was removed in 2016. At the time of the report, the device dislocation, pelvic pain, vomiting, migraine, fatigue, asthenia, rash, anxiety, trichorrhexis, toothache, arthralgia, abdominal pain lower and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, asthenia, device dislocation, fatigue, migraine, pelvic pain, rash, toothache, trichorrhexis and vomiting to be related to essure. The reporter commented: she had no problem with going about her daily life before essure. Plaintiff complained of pelvic pain and cramping which was five out of ten in severity. Since the removal of the devices, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: right device was possibly extruded or displaced on (B)(6) 2014 she underwent a ultrasound to evaluate her symptoms (B)(6) 2015, a pelvic MRI yielded the impression of a well-aligned left-sided essure device, but no definitive right-sided device incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.